Event description:
It was reported that during a routine device changeout procedure, an insulation anomaly was observed on the right ventricular lead. The lead was capped and replaced at that time. The patient was in stable condition throughout the procedure.